Event description:
It was reported that during a gastric bypass procedure, the ports were leaking. They had trouble maintaining insufflations while using graspers. The trocars were used to complete the procedure without any impact to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.